Manufacturer narrative:
The reported could not be confirmed. The probable root cause could not be determined without the return of the sample. The lot history was reviewed and no nonconformities were identified that might have contributed to the reported complaint. Corrected information can be found in b3. Updated information can be found in d9.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ bag spike with clave¿ additive port that reportedly led to (unspecified) chemotherapy spillage. There was no human harm reported.